Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic-assisted prostatectomy, a suture failure occurred and the needle broke and got lost inside the patient cavity. This led to a 90-minute or time extension. No further details provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in robotic-assisted prostatectomy during the re-anastomosis step of the procedure when he suture was being applied to the peri-urethral tissue, the needle detached from the suture and got lost inside the patient cavity. An x-ray was performed for the express purpose of locating the needle. The date of the x-ray was the same as the date of operation. The needle was removed surgically after x-ray location. This led to a 90-minute or time extension. The patient experienced severe facial swelling, eye swelling, and headache as a result of the extensive time spent in a steep trendelenburg position. There was some additional tissue damage that can be directly attributed to the event. Tissue was dissected to resolve the issue and complete the procedure. No additional operation was necessary. The patient has been discharged from the hospital.